Event description:
On (B)(6) 2012, the pt reported that e7 (electronic) error was displayed on the infusion device on (B)(6) 2012. She removed and reinserted the battery and the error was cleared. When she attempted to complete the change cartridge procedure the infusion device displayed 'returning piston rod' and after 5 minutes the display went blank. No error message was displayed at that time. She switched to another infusion device. The pt was not able to perform additional troubleshooting steps at the time of the report. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device and battery cover were requested to be returned for eval. The battery was discarded.